Event description:
Caller reported a malfunction on the pump, identified as malfunction code 12, although there were no notable events before the malfunction. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the caller with resetting the pump and provided pump reset information. The malfunction did not recur after the reset, and the customer was instructed to call back if any further issues arose, which the caller acknowledged and understood.